Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe switch was evaluated and replaced during the service event. The customer reported a brief unintended fluoroscopic x-ray exposure to the patient. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the mainframe switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to the reported event. The investigation concluded the x-ray cable switch assembly, which is located on the mainframe portion of the c-arm device, failed due to normal wear and tear as the switch was (B)(4). No further actions are planned by the manufacturer at this time.